Event description:
It was reported that the while the clinical sales consultant was showing the features of the ultrasound system and updating presets, upon initialization of the 18l6 hd transducer, triple images and a drop-out pattern were displayed. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If the device is received at a later date, this report will be supplemented. Follow-up narrative: this supplemental report is being submitted to provide additional manufacturer narrative. The device was not returned but the savelogs were reviewed and it was found that the root cause of the triple images is an initialization issue when the transducer is selected, which occurs roughly (B)(6) probe initializations. The interim solution would be to look for the triple image when the transducer is selected, which can be done by pressing a finger on one end of the transducer, and making sure the image is as expected, i.e. You can see one finger on the image. This issue was resolved in (B)(4). Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. This emdr contains both the initial and fu#1.